Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 44.5 mmol/l. The customer was treated with manual injections. Customer did alleged that insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. High pressure test was performed and it failed. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The reservoir will not be returned for analysis.